Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening curved in patch bond edge and yellow and brown particles in inner surface. A leak test was performed which identify one opening on the device. Microscopic analysis was performed which identified: one opening curved in patch bond edge displayed sharp edge opening (unidentified (tear) opening). A dimension measurement in the shell was performed which identify the thickness within specification. In addition, an air pocket within the valve to shell bond area was identified which is characterized as a workmanship event. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: one unidentified (tear) opening. Workmanship (void on valve side out specification, however it is not related to reported event). Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. A further investigation was initiated due to the workmanship found during device evaluation. Further investigation results are as follows: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found air pocket on valve which is not related to the reported complaint. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.